Event description:
Information was received form a consumer who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that last week, patient had adaptive stimulation programmed for their ins in the doctor's office with a manufacturer representative. Patient noticed that since they were reprogrammed and in different positions, like bending over to pick something up and coming back up, stimulation went off for a second and then seemed like there was a pause before it came back on. Patient stated that it was almost like there was a short or something and compared it to charging a cell phone example: when the wire is short and you move it a little it will stop charging, then you move it again and it starts charging again. Patient did not know if it was because of the adaptive stimulation. It was reported that it felt like a zap down the leg just a little bit or a jolt and then it would stop and then if the patient pulled the heel up to their other knee, stimulation would come back on. Patient was concerned because it was not doing this before using adaptive stimulation. Before reprogramming, stimulation was a constant buzzing but now that the patient was using adaptive stimulation, different movements caused stim to start and stop on it's own. Patient had their legs elevated and stim was starting and stopping on its own and they were not moving around. Even when patient put their hand over the abdomen where battery was, stim would turn on and off as well. Patient was redirected to follow up with their managing physician if problem persisted. A suggestion was provided to the patient that they could turn adaptive stim off or possibly change groups. Patient was helped with turning adaptive stim off and patient stated they would keep it like that. Patient was left on group a and adaptive stim off. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue had resolved after they spoke to the manufacturer on (B)(6) 2017. Patient did not plan to restart the adaptive stim and was comfortable with it staying off. Patient just increased or decreased stim when they felt like and in whichever position they wanted which was working very well without any problems. Patient did not plan to go see the doctor for any further issues in regards to the device. Patient's weight was around (B)(6)pounds at the time of the event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.